Event description:
Additional information indicates that the patients ipg reached its end of service, and that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since neither the device nor records was returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system is showing the low battery warning earlier than expected. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Date of event is estimated.